Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert was observed due to low pacing impedance on the right atrial lead. It was noted that only one out of range measurement was observed in the current trend from (B)(6) 2019. However, the values have been normal for the past few months. No interventions were made. There were no patient consequences reported.